Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test due to a faulty force sensor. The device had cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had alarmed for a loose drive support cap. No blood glucose reading was given. Nothing further was reported.